Manufacturer narrative:
It was reported that a spectrum iq infusion pump stopped infusion without any alarm during patient infusion in the intensive care unit. It was stated that after a few hours of being on shift, the level of fluid in the bag was not decreasing although the pump said it was infusing. It was also reported the pump never alarmed for an occlusion or any error message that would indicate that it was not infusing properly. When the tubing was taken out of the pump, the fluid dripped freely. It was determined that the patient was not receiving any fluids for an unknown amount of time. No additional information is available. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch 0700220000-2023-8402 for this event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump stopped infusion without any alarm during patient infusion in the intensive care unit. No additional information is available.